Event description:
It was reported that the customer was experiencing low blood glucose. Blood glucose level at the time of the incident was 2.4mmol/l. Customer current blood glucose level was 9mmol/l. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer experienced symptoms like dizziness and headache. Customer did not allege insulin pump was over delivering. Customer was not using auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.